Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4). A partial UDI is being reported because a partial lot number was provided.it is indicated that the device is not returning; therefore, a failure analysis of the device could not be completed. The investigation was unable to determine a conclusive cause for the reported separation. A review of the lot history record and complaint history of the reported lot could not be conducted, because a partial lot number was provided. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.(B)(4).

Event description:
Medsun medwatch report received states: patient was a (B)(6) who underwent surgery for a known ventricular septal defect (vsd) shortly after delivery. She was taken to the catherization lab for a vsd device closure procedure. Two days later staff noted what appeared to be something internally 'pushing' skin out on the left chest wall. A 2 mm incision was made and a vascular guide wire pulled out. What was the original intended procedure: vsd device closure procedure. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.